Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 20798893, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer holding a charge. The patient underwent a spinal cord stimulator (scs) revision procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.